Event description:
(B)(4). Gained (B)(6) since I had the essure, lower stomach tenderness, being very bloated, painful gas pains, bleeding with some blood clots, painful intercourse, very tired most of the day everyday.